Event description:
Nursing and rehab center owns and utilizes a millennium 2000 whirlpool tub bathing system. It is a front loading system used to bathe geriatric nursing home residents. The tubs are approximately 2 1/2 years old. Home was cited for frayed/tattered whirlpool seats. The manufacturer was called for replacement seats. The seats were sent to home without fasteners or installation instructions. Home was led to believe that the seat snapped into place. The lack of manufacturer approved fasteners (screws) allowed the seat to "pop" out of place causing the pt to fall forward resulting in a hip fracture.